Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: openings, wear abrasion, crease fold, brown particles on the surface of the shell. Leak test was performed and found openings on anterior and posterior. A microscopic analysis was performed which identify crease sharp opening on anterior and opening striated in posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening. A striated edge opening on posterior side assessed as surgical damage. Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, g.1, g.2, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. The device remains implanted.